Event description:
Customer reported that during the beginning of an interventional urology procedure, the physician stepped on the fluoro pedal and the fluoro was not activated. Customer then proceeded to reboot the system several times before they were able to activate the fluoro. The customer decided to play it safe and transfer the patient to another procedure room to complete the procedure in.

Manufacturer narrative:
Field service engineer did operational checkout and replaced atp console board, rebooted and test the system including fluoro, and spot films per medical generator service manual.